Event description:
During a percutaneous transluminal angioplasty of the iliac vessel, the opta pro 10x4 80cm balloon burst radially. The sheath had to be replaced for a bigger one to remove the balloon. Only 15cm of the product was received for analysis, since the operator kept the other section.

Manufacturer narrative:
The product was received, but the analysis has not been received. Additional information will be submitted within 30 days of receipt.